Manufacturer narrative:
On 6/1/2020, device evaluation was completed. Device evaluation summary: during a visual evaluation of the device, an anomaly was observed on the device consistent with a crease/fold in the anterior and intending to the posterior view. Leak testing was performed, according to mentor procedure, and it revealed an area of shell abrasion was observed within the crease, also a tear was discovered within the area of shell abrasion measuring approximately 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, breast implants may also wear out over time. A manufacturing record evaluation (mre) was performed for lot number 5525969, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with unknown size unknown saline implants on both sides and was presented with bilateral breast implant deflation postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number: 3502375; serial number: (B)(4) on the left side, and with catalog number: 3502375; serial number: (B)(4) on the right side on (B)(6) 2020. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On 5/19/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Section d has been updated from unknown to following information as per devices received for analysis. Brand name to mentor smooth round moderate profile. Product codes were updated from unk_saline implants to 3501660. Lot # field for left side was updated from blank to 5530612 and lot # field for right side was updated from blank to 5525969. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).